Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on 01/17/2020 a 2.5x38mm xience sierra stent delivery system (sds) failed to cross the left anterior descending (lad), heavily calcified and 90% occluded lesion due to anatomy. During advancement attempts, a flared stent was observed. The device was removed without reported issues and another xience sierra sds was used in replacement. There was no adverse patient effect and there was no clinically significant delay. No additional information was provided regarding this issue. Subsequently, on (B)(6) 2020, abbott vascular's preliminary analysis of the returned device found the inner and outer member (shaft) were stretched and the proximal balloon marker appeared to have moved approximately 2cm distal to the proximal seal.

Manufacturer narrative:
The device was returned for analysis. The reported material deformation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified and 90% occluded lesion causing the reported failure to advance and subsequent material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling.